Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home when the battery fault alarm came on. The patient attempted to reseat the device in the controller but it still alarmed. Next, the controller clock was resynced to the system monitor but the alarm still persisted. It was a yellow wrench alarm with a long audible tone that was silenced.

Manufacturer narrative:
Section d4/h4: although the device serial number/lot number/expiration date/manufacturing date were all populated in the initial report, the serial number of the controller that was provided is incorrect and is unknown, therefore the lot number and manufacturing and expiration dates were also incorrect and are unknown. Multiple requests were sent to the site regarding the serial number of the controller, however, the site did not provide the information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as the alarm was not reproduced during testing of the returned backup battery (serial number: (B)(6) ). No log files were submitted for review. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. Multiple requests were made to obtain additional information (including if the alarms were resolved by exchanging the backup battery); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. The 11v battery is manufactured and supplied by a third party who maintains the device history records. The heartmate 3 instructions for use (IFU) section 2 , entitled ¿system operations¿ describes the backup battery installation process. Section 5 ¿surgical procedures¿ also explains how to properly install the backup battery in the system controller. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.